Event description:
It was reported to boston scientific corp that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2009. According to the complainant, during the procedure, the endostat unit was having intermittent output issues while in blend mode. The physician completed the procedure with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).